Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had currents within specification. No unexpected failed battery test alarm was noted. No blank display was noted. The display board was okay. No unexpected blank display was noted during testing. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Event description:
It is reported by the patient that their insulin pump has no display and can't read the screen. The patient's blood glucose level is 320mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.